Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2024 , the patient reported that the six infusion set cannula was bent. The site of insertion is abdomen.. The length of infusion set is for one day. . Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1881735, device 5 of 6. E1: patient city: (B)(6).